Event description:
It was reported that during an unknown procedure, that the blade broke. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 08/19/2008. Iformation anticipated, but unavailable at this time.